Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.

Event description:
It was reported that during a thr procedure, ball joint fell out inside the patient, all pieces were recovered. Delay of (0-30) minutes reported. Procedure completed with a competitor device. No impact or injury to patient reported.